Manufacturer narrative:
The reported information did not indicate or allege a manufacturing deficiency or a malfunction of the delivery catheter system. Access site complications, including seromas, hematomas, and bleeding, are known potential adverse effects of surgery.

Manufacturer narrative:
The dcs was not returned to medtronic following the valve implant procedure. (B)(4).

Event description:
Medtronic received information that 14 weeks after the implant of a transcatheter bioprosthetic heart valve, an incision and drainage (I <(>&<)>d) of a right groin seroma was performed at the access site where the valve¿s delivery catheter system (dcs) had been ins erted for the valve implant. Another manufacturer¿s drain was placed. Approximately 3.5 months after the I<(>&<)>d, the patient was readmitted to the hospital after the drain had fallen out and the groin was draining large amounts of fluid. A second I<(>&<)>d was performed on the seroma, and a wound vac (vacuum assisted closure) was placed. It was reported that the access site complications were possibly procedural-related to the dcs. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.